Event description:
Boston scientific received information that this patient¿s device was suspected to be prematurely depleting. With the current programmed parameters, the longevity of the device displayed four years remaining. No high thresholds or other abnormal measurements were noted. No changes have been made to the patient¿s device and they will continue to be monitored. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.